Manufacturer narrative:
A review of the reagent batch record was performed and there were no quality issues evident for the reagent. The reagent performance was according to specification and release criteria had comparable performance to previous reagent lots. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling based on a review of sample images captured by the analyzer.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6) . The investigation is ongoing. H3 other text : na

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The parent tube of the sample was tested using the 18 min. Troponin t application, resulting in a value of 112 ng/l. The same tube was also tested using the stat troponin t application, resulting in a value of 48.6 ng/l. The sample was placed into sample cups and run with each troponin t application in duplicate, resulting in the following values: 18-minute troponin t application = 87.8 ng/l and 126 ng/l stat troponin t application = 113 ng/l and 101 ng/l the duplicate values were not trusted, so the sample cup was measured again with each application, resulting in a troponin t value of 24.7 ng/l with the 18-minute application and a value of 25.7 ng/l with the stat application.